Event description:
Customer's wife reported that the insulin pump was alarming and the display was blank. Caller reported that a portion of the insulin pump's battery cap was broken off. Caller also reported that a solid black circle was visible on the display. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.